Manufacturer narrative:
The investigation has been completed. The clinical information stated upon advancing the reposition sheath, constant suction occurred. Volume was assessed and the position was verified with echocardiogram. The pump was removed, and re-inserted, kink and cannula evidenced on angiogram. The returned complaint pump was visually inspected. Cannula kink was observed near the outlet. No biomaterial or broken blade was observed. No other abnormality were found. Data log was reviewed and no motor current spike was observed outside p-level change. A drop in flow was observed from case start followed by suction alarms. No positioning issue was observed. The cause of the low pump flow issue was due to cannula kink. Lack of clinical details on the delivery of the pump or any patient conditions/anatomy. The cause of the product damage (cannula kink) was not determined due to lack of clinical details.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced low pump flow. The patient was supported for six days with an intra-aortic balloon pump and began to have ventricular tachycardia events. The decision was made to place an impella cp device which was completed. Upon advancing the repositioning sheath, the implanted impella cp pump began to experience persistent suction. Both the volume and positioning were verified at the time of the event. Upon removing and reinserting the pump, a kinked cannula was noted on angiogram. The pump was subsequently replaced as a result of the low pump flow and kinked cannula. There was no resulting patient harm.